Event description:
As reported, several events involving disposable pressure transducers (dpt) with vamp plus systems have been experienced recently, in which blood clot formation was observed at the end of the lines prior to noting saline leakage. No further information available. There was no allegation of patient injury. None of the devices were retained for evaluation. Manufacturer reference(B)(4).

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.the lot number was not supplied; therefore, further review of the related manufacturing records could not be performed.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.